Manufacturer narrative:
After continuous follow up by brainlab regarding potential effects to the patient, on (B)(6) 2013 the depuy representative indicated that the "patient did have a femoral trauma plate applied 4 days post op". Brainlab continues to follow up with the hospital for information on effects to the patient. Brainlab investigation: there is no indication of an error or malfunction or quality issue of the brainlab navigation device. The required anatomical landmark in order to use the brainlab navigation as an aid for the implant surgery, was most likely not as accurately acquired by the user as desirable for this surgery. This might have caused the virtual display of the brainlab navigation to be less accurate to the actual patient anatomy than desired, potentially contributing to this event. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer additional training to this hospital.

Event description:
A knee implant surgery was performed with the aid of the brainlab ci knee navigation system. Brainlab was informed by a depuy representative about an alleged "notching" of the patient's femur by the implant, allegedly resulting in a "fracture". After continuous follow up by brainlab regarding potential effects to the patient, on (B)(6) 2013 the depuy representative indicated that the "patient did have a femoral trauma plate applied 4 days post op".